Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer attempted to reset the pump and a wake button alarm occurred. After resetting pump, the alarms were cleared. Upon charging the pump, a power source alert occurred. Reportedly, after plugging pump into a power source for approximately 30 minutes, power source alert was cleared. Customer's blood glucose was 438 mg/dl.